Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and no abnormalities was observed. The cuff pressure of the actual returned sample was inflated to 25mbar by using calibrated endotest. However, the cuff was unable to maintain its pressure at 25 mbar. Further inspection carried out on clear cuff, observed with a cut mark on the outer clear cuff. The cut mark on the cuff leading to unable to inflate the cuff. Based on the investigation, the defect mode on difficult to use due to cuff leakage. There was cut marks observed on the actual sample. However, visual inspection on inflation and deflation was conducted in manufacturing process and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. This complaint could not be confirmed as manufacturing related root cause." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: patient was being ventilated since (B)(6) 2024. Cuff of the intubation tube needed to be re-inflated every hour, almost since the beginning of the intubation. Given patient's instability + the obligation to have the patient in prone position, the intubation tube was left in situ until the (B)(6). Patient was being treated for acute respiratory distress syndrome. The patient did not desaturate during this time. The tube was changed on the (B)(6) and the patient was still intubated and being treated on last check.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: patient was being ventilated since on (B)(6) 2024. Cuff of the intubation tube needed to be re-inflated every hour, almost since the beginning of the intubation. Given patient's instability + the obligation to have the patient in prone position, the intubation tube was left in situ until the (B)(6) . Patient was being treated for acute respiratory distress syndrome. The patient did not desaturate during this time. The tube was changed on the (B)(6) and the patient was still intubated and being treated on last check.